Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a specimen cup. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
B5: blurry vision and angle closure observed. H10: code 4581 - angle closure. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl3.2, -16.50/2.0/065 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted due to pupil block with elevated iop (25mmhg, assessed on (B)(6) 2021) and excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as device.